Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a non-medtronic 1.0x6mm and a 2.0x12mm balloon. The device did not pass through a previously deployed stent. It was reported that the stents balloon burst during balloon inflation. It was stated that the stent was post dilated. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: contrast was visible in the balloon and inflation lumen. The balloon folds were expanded. The balloon passed negative prep. The balloon inflated to nominal pressure of 12atm and maintained pressure with no issues noted. No damage was noted to the remainder of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was being used to treat a 100% stenosed, chronic total occlusion (cto) de novo lesion with no calcification or tortuosity from acute marginal branch with a sharp edge to posterior descending branch. The lesion was pre-dilated using a 1.0x6mm non-medtronic balloon and a 2.0x12mm non-medtronic balloon. There was no resistance when advancing the device to the lesion and excessive force was not used. The device was not moved or re-positioned in the lesion while inflated. The burst occurred on the first inflation. The pressure used for inflation prior to the balloon burst was 12 atm. No resistance noted or excessive force used during removal of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.